Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for an asset return. During the device analysis, the investigation indicates that there were chips on the objective and light guide lenses and pinholes on the glue. There was no patient involvement.